Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, hernia recurrence, bowel obstruction and subsequent surgical intervention. The instructions-for-use(IFU) supplied with the device lists hernia recurrence, pain and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient was implanted with a bard/davol perfix plug light. It is alleged that on (B)(6) 2013, the patient was implanted with the product in the course of an inguinal hernia repair surgery. It is alleged that further to the implantation of the product, the patient suffered the development of chronic pain, inflammation, swelling, bowel obstruction, gastrointestinal malfunction and hernia recurrence, necessitating further reparative surgery which occurred on (B)(6) 2015. Subsequent to the latter surgery, the patient has continued to suffer from chronic pain, inflammation, swelling, bowel obstructions, gastrointestinal malfunction and hernia recurrence. It is alleged that the patient had suffered injuries, losses and damages resulting from numerous defects in the product that create unreasonably high risk of injury with severe permanent adverse health consequences. It is alleged that the patient to experience severe pain and suffering, including chronic pain. It is alleged that the patient has been treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics, and rest. It is also alleged that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other medical care. It is also alleged that the device was defective.